Event description:
During an in clinic follow up, low pacing impedance, and noise resulting in oversensing and inappropriate mode switching was observed on the right atrial (ra) lead. Technical support was contacted and lead insulation damage was suspected. No intervention has been performed at this time. The patient was stable and will continue being monitored.